Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the balloon was introduced over the wire, a part of the tip was dislocated from the rest of the catheter. This event occurred prior to patient contact and another product was used to the complete the procedure. It was also later noted that the blue tip was separated on the wire guide. There were no reported adverse effects to the patient.